Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing. The lead was noted to have dislodged. On (B)(6) 2016 the lead was successfully repositioned. The patient was in good condition post surgery.